Event description:
It was reported that the external pulse generator (epg) sensitivity was out of range. The unit was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was damaged in the rate knob area. The interconnect flex was replaced as a preventive measure. (B)(4).